Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The photograph provided was reviewed. The driver tip is broken off. No further evaluation can be made. Lot identification is necessary for review of device history records; lot identification was not provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a screwdriver snapped while seating a screw during a procedure. The fractured bit broke cleanly and was removed from the patient using forceps, and a backup driver from the set was used to complete the procedure. There were no consequences or impact to the patient or user. Attempts have been made and no further information has been provided.